Event description:
Nurse claimed an infusion pump burned the nurse but did not notice it until the nurse got home after the shift. The area affected is approximately 1" by 3" discolored but no blister evident 1 degree burn. Aloe was applied and area cleaned with peroxide. Flanazine 1% applied with sulfa and a dressing was secured. The pump was not removed from service and the serial number was not recorded.